Manufacturer narrative:
This is a retrospective report due to warning letter related to observation of FDA inspection conducted on may, 2012.

Event description:
Needle (pencil point: 26g x 90mm) broke off during spinal anesthesia. A portion of the needle remains in the pt's back and is unable to be retrieved surgically. Anesthetist attempted spinal l4/l5 with 26g x 90mm spinal needle. No resistance encountered, stylet was easily removed with no break. No csf return, so anesthetist removed spinal needle and introducer together. Anesthetist felt a faint "click" during removal of the needle and noticed that the needle broke and the tip of the needle (2.5-3.0cm) was missing. MFR lot #: 07b104.